Manufacturer narrative:
G1 MFR site facility name: corrected. H8 usage of device: corrected the component in question (footswitch) was received for analysis. Visual inspection and conductivity testing was performed. The footswitch passed the continuity test and visual inspection. The component was in good condition and exhibited no defects, however after the replacement of the foot switch, the issue was resolved, and the unit was within specification, therefore, the reported allegation was confirmed. Based on the information available, since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a procedure had to be cancelled due to footswitch issues. The patient was under general anesthesia when the procedure was cancelled/aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that an issue with the footswitch was encountered during a procedure. The procedure was aborted after the patient was sedated with general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that a procedure had to be cancelled due to footswitch issues. The patient was under general anesthesia when the procedure was cancelled/aborted. There were no patient complications. This event is being reported for aborted/ cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, a replacement footswitch was shipped to the customer. It is likely that the foot switch issue could have affected the device performance leading to the event experienced by the customer. The reported complaint was confirmed. Based on the information available, since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure was assigned to this investigation.